Event description:
This supplemental report is being filed to update the investigation conclusion code.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The 3191 code was utilized due to the surgery that occurred.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Prior to device decontamination, attempts to establish telemetry were unsuccessful; thus, an initial memory download could not be performed. Magnet application did not produce any tones. Visual inspection noted a mark at the top of the over-molded header (an indication of a possible arcing event). An x-ray of the device confirmed electrical overstress damage within the header and also near the high voltage (hv) capacitors within the device case. The titanium case was opened, and visual inspection verified electrical overstress damage to the hv capacitor flex assembly and the header. The battery was removed and replaced with an external power source. Device data was then able to be extracted; however, review of device memory found only ram memory had been retained. No episode details were available. It is suspected the electrical overstress damage was a result of a void or opening in the insulative material where the feedthrough wires from the device case enter the header. This opening in the insulation would have partially exposed the high voltage, sensing, and antenna wires. Based on the electrical overstress damage identified during inspection of the device interior and the reported clinical observations, engineers concluded that this device experienced a short within the header that subsequently damaged both the feedthrough wires and the high voltage capacitor flex assembly.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Prior to device decontamination, attempts to establish telemetry were unsuccessful; thus, an initial memory download could not be performed. Magnet application did not produce any tones. Visual inspection noted a mark at the top of the over-molded header (an indication of a possible arcing event). An x-ray of the device confirmed electrical overstress damage within the header and also near the high voltage (hv) capacitors within the device case. The titanium case was opened, and visual inspection verified electrical overstress damage to the hv capacitor flex assembly and the header. The battery was removed and replaced with an external power source. Device data was then able to be extracted; however, review of device memory found only ram memory had been retained. No episode details were available. It is suspected the electrical overstress damage was a result of a void or opening in the insulative material where the feedthrough wires from the device case enter the header. This opening in the insulation would have partially exposed the high voltage, sensing, and antenna wires. Based on the electrical overstress damage identified during inspection of the device interior and the reported clinical observations, engineers concluded that this device experienced a short within the header that subsequently damaged both the feedthrough wires and the high voltage capacitor flex assembly. An advisory communication was delivered to physicians in december 2020 regarding a subset of emblem s-ICD devices that have the potential to exhibit electrical overstress during delivery of high voltage therapy due to a variation in the header assembly. This device is part of the emblem s-ICD electrical overstress advisory population.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
The product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that a red alert had been generated due to charge time greater than forty-four seconds. A review of the device data showed a shock impedance of zero ohms with noise and it is suspected that the device delivered a shock into a shorted lead damaging the device. The system was explanted and returned for testing. No additional adverse patient effects were reported.